Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review could not be performed because no serial number was provided. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering. They stated that while the pump was in it's backpack it would act like it was running but nothing would deliver. They stated that the pump was not alarming. Mmdg followed up with the initial reporter, who stated the patient had not experienced any adverse effects due to the complaint. (B)(4).